Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 22.4cm from the rear seal measuring 0.05cm in length. One kink was found on the catheter tubing approximately 76.5cm from the iab tip. The evaluation confirmed the reported alarm, leak in iab circuit & alarm, blood detected problem. The penetration found on the membrane appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported alarm, leak in iab circuit & alarm, blood detected. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
The patient had an intra-aortic balloon (iab) inserted after the bypass operation. The console intermittently alarmed "leak in iab circuit". After adjusting the patient and balloon position, the alarm disappeared . After few days the leak alarm was intermittently generated. About ten days later, there was a "blood detected" alarm generated. The catheter was removed. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
The patient had an intra-aortic balloon (iab) inserted after the bypass operation. The console intermittently alarmed "leak in iab circuit". After adjusting the patient and balloon position, the alarm disappeared . After few days the leak alarm was intermittently generated. About ten days later, there was a "blood detected" alarm generated. The catheter was removed. There was no reported injury to the patient.